Event description:
New information states that the patient presented for a device check on (B)(6) 2021. It revealed further lead noise episodes. Lead parameters were stable. The patient brought a copy of the x-ray. The physician believes a suture was overtightened at the implant which has possibly lead to some lead damage. On x-ray, the lead appears slightly pinched at the level of the suture sleeve. Lead revision was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. The patient had 12 noise reversion episodes since (B)(6) 2021 as well as two consecutive pvc episodes also showing ventricular noise. Arm maneuvers recreate a small amount of noise. All test results were stable and normal. The patient was stable.

Event description:
New information states that the lead was explanted and replaced for noise. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The cause of reported event was isolated to the external insulation abrasion exposing the outer coil, consistent with friction to the device can.